Manufacturer narrative:
Upon visual inspection, an evidence of the fractured screw was observed inside of the implant. The complaint was confirmed. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: changed ¿no¿ to ¿yes.¿

Event description:
The dentist reported that unknown abutment encode screw fractured inside the implant. Implant was removed. Another implant will be placed.